Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d4: serial number: unknown; requested but not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable as lens was not fully implanted. Section d6b: if explanted, give date: not applicable as lens was not fully implanted, therefore not explanted. Section h3 - other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was no issue with the preloaded intraocular lens (iol); the patient's capsule broke in the left eye during insertion. The lens was partially inserted. No vitrectomy, sutures, or incision enlargement was required. There was a 10 minute delay in procedure. The end user did not seek medical attention nor was any medication prescribed outside the standard of care. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received reporting that at the point of putting provisc in the capsular bag the surgeon noticed a ¿wrench¿ in the capsule and elected to change to a 3-piece johnson and johnson lens (model ar40e, 18.0 diopter). No preexisting condition is known. The model, dib00, and serial number, (B)(6), of the suspect lens was reported, along with patient demographic information, patient is white and not hispanic/latino. The following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: white. Section d4: model number: dib00. Section d4: serial number: (B)(6). Section d4: catalog number: dib00u0195. Section d4: expiration date: aug 26, 2026 section d4: unique identifier (UDI) number: (B)(4). Section h4: device manufacture date: aug 26, 2023. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Correction: it was originally reported in the initial MDR that section d4 model number was dcb00, however with the additional information received that provided the correct serial number and model of the lens, section d4 model number should be dib00. Therefore, this supplemental report is to capture that corrected information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.